Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot, "call tech support" was displayed on screen. The receiver data was downloaded and shows firmware errors. The reported event of error icon displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed "!hw" "assert" "err#"error code. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.